Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant products: comprehensive primary stem catalog#: 113617 lot#: 909350, drill catalog#: 405883 lot#:987000, diameter drill catalog#:405889 lot#:608430, steinmann catalog#: 405800 lot#:088870, central screw catalog#: 115396 lot#:327020, locking screw catalog#:180550 lot#:285090, non-locking screw catalog#:180559 lot#:808730, humeral bearing catalog#:xl-115363 lot#:087300, humeral tray catalog#: 115370 lot#:973010, non-locking screw catalog#:180559 lot#:427850, glenosphere catalog#: 115313 lot: 103980. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation, as the device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017 -02775, 0001825034-2017-02773, 0001825034-2017-02874, 0001825034-2017-02875, 0001825034-2017-02876, 0001825034-2017-02878, 0001825034-2017-02879, 0001825034-2017-02883.

Event description:
It is reported that the patient is experiencing difficulty with range of motion and pain approximately six months post-operatively of a revision right total shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.